Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was not further specified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis and was treated with ceftazidim (dose, route, frequency, and duration not reported) and cefazolin (dose, route, frequency, and duration not reported). Dianeal therapy remained ongoing. Twenty one days after the event onset, the ceftazidim and cefazolin were completed and the patient was discharged from the hospital. That same day, the patient recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.